Event description:
The customer reported two incidences of low blood glucose levels in one week. One incident required treatment by the paramedics for blood glucose levels of 32 mg/dl, and the other required hospitalization for blood glucose levels of 39 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore, consider this report compete to the best of our knowledge.